Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 2000 ohms, rising over 800 ohms in less than 30 days. Some reprogramming was attempted to change configuration, but there were threshold issues noted as well. Boston scientific technical services (ts) was consulted and suggested that there could be a potential under-insertion of the lead, which is leading to poor connection to the lv lead ring, but offers good connection to the lv lead pin. Another possibility could be potential tissue lodged at the end of the lead. The physician is aware of the lead measurements, and has no plan to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.